Event description:
It was reported that patient experienced high blood glucose event (263 mg/dL) on (b)(6) 2026 and it was addressed by bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.